Event description:
Per the school, the patient contracted meningitis. There was no further information. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on december 1, 2022.

Manufacturer narrative:
It could not be established by a health professional that there was even meningitis. Information was unattainable. This report is submitted on 5 january, 2023.